Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and tandem-provided wall power adapter. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable and wall power adapter. Lastly, it was reported that the customer received an incomplete bolus alert as they had not completed a bolus request. The customer¿s blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. At the time of the report to tandem technical support, customer had not taken action to address the bg. Tandem technical support educated the customer on the meaning of an incomplete bolus alert.